Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2025. During the procedure, the band was damaged, and the device could not deploy several bands. The procedure was completed with another speedband superview super 7. It was noted that there was difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle was returned with the trip wire loop broken. There was no evidence that the trip wire had been secured into the handle slot. The velcro strap was found to be in good condition. The ligator housing was not returned with the device. During functional testing, the handle was rotated 180 degrees until an audible click was heard. No functional issues were identified with the handle. No other problems with the device were noted. Upon analysis of the returned component, the trip wire was inspected and found to be broken at the loop, which was not returned with the device. This damage may have occurred due to excessive force applied to the trip wire from that end or possibly during transportation of the device. However, the exact cause of the breakage could not be determined. Although difficulties during device setup were reported, no conditions were identified in the returned components that would have contributed to such issues. The velcro strap was in good condition, and the handle functioned as intended during testing. Due to lack of evidence and without proper evaluation of the device, a product analysis could not be performed to determine if the device presented any condition that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the trip wire was not secured into the handle slot; however, the iuf states, "secure trip wire in slot on handle unit."

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2025. During the procedure, the band was damaged, and the device could not deploy several bands. The procedure was completed with another speedband superview super 7. It was noted that there was difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.